Event description:
Device worked on and off during procedure. No injury to patient or staff reported; however, case was stopped and rescheduled for a later date. Two devices with the same lot number were in or room but only one was used, the other returned for evaluation. MDR report completed for both devices. MDR 1418479-2014-00010, MDR 1418479-2014-00011.

Manufacturer narrative:
An investigation was completed as the actual device was returned to the rwmic facility on (B)(4) 2014. Mechanical assembly manager found the shaft was bent, most likely due to handling over time. No issues found to cause device to start and stop functioning. Device last in for repair and/or maintenance on (B)(4) /2013. Device was used in conjunction with a competitor's generator and bipolar cable. Rwmic instruction manual indicates "use the product only in the combinations and with the accessories and spare parts specified in this instruction manual," and this competitor's devices are not listed in the manual. Labeling was reviewed and found to be adequate. Ie intended use, indications and field of use, preparation and cautions. Richard wolf considers this matter closed; however, in the event we receive additional information, we will provide the FDA with follow-up information.